Manufacturer narrative:
This report is based on allegations made by an attorney. No further information has been provided to date and the allegations are unverified. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "material sensitivity reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Review of device history records show that lot released with no recorded deviation or anomaly that would relate to the reported event. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Information received from attorney in the (B)(6) alleges that the patient underwent total hip arthroplasty in (B)(6) of 2010 and was revised on an unknown date, due to metal particles. No additional information was provided. These allegations are unverified.

Event description:
Information received from attorney in the (B)(6) alleges that the patient underwent total hip arthroplasty (B)(6) 2010. Revision procedure was performed (B)(6) 2011. Furthermore, information provided by patient's attorney alleges patient has elevated metal ions. No additional information was provided. These allegations are not substantiated.

Event description:
Information received from attorney in the netherlands alleges that the patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2011 due to patient allegations of elevated metal ions. Additional information received indicates that patient was enrolled in a clinical study. During post operative monitoring and testing, elevated metal ions were noted. No further information has been provided.

Manufacturer narrative:
This report is based on allegations made by an attorney. No further information has been provided to date and the allegations are not substantiated. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "material sensitivity reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid". Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Date of event - (B)(6) 2011. Date explanted - (B)(6) 2011.

Manufacturer narrative:
This follow-up report is being filed to relay blood test results and date of revision.

Manufacturer narrative:
This report is based on allegations made by an attorney. No further information has been provided to date and the allegations are unverified. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: material sensitivity reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(4).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The devices were sent to an independent third party evaluator for examination. A retrieval report stated that the reason for the revision on (B)(6) 2011 was pain, elevated metal ions, and possible osteolysis. Possible aval fibrosis blackening around taper of stem is also noted during revision. Examination of the component noted deep scratches around rim of cup that may have been caused during extraction. The position of the wear on the cup indicates that edge loading occurred and could have caused increased wear, which may have contributed to elevated metal ion levels.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2011-01187-5 / 2012-00293-3 / 2015-04406).

Event description:
Information received from attorney in the netherlands alleges that the patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2011 due to patient allegations of elevated metal ions. Additional information received indicates that patient was enrolled in a clinical study. During post operative monitoring and testing, elevated metal ions were noted. No further information has been provided. Additional information received in a retrieval report from patient's legal counsel reports patient underwent a revision procedure on (B)(6) 2011 due to pain, elevated metal ions, and possible osteolysis. The report further noted possible (aval) fibrosis blackening around taper of stem during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.